Event description:
The consumer was being transferred from her bed to the bedside commode, when she allegedly cut her leg on the "control valve" of the lift, requiring 15 stitches.

Manufacturer narrative:
During a transfer the caregiver turned the pt; this resulting in the pt's leg impacting the control valve resulting in stitches. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. MDR filed based on serious injury.